Event description:
It was reported that this electrode exhibited noisy signals oversensing. A fracture was suspected, and the plan is to perform a x ray. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noisy signals oversensing. A fracture was suspected, and the plan is to perform a x ray. Additional information was received which indicated that the electrode was reprogrammed and remains in service. No adverse patient effects were reported.